Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 225 mg/dl. Troubleshooting was performed. Customer received compromised force sensor system alarm while changing the reservoir. Customer stated the force sensor did not detect while seating. The insulin pump was not dropped or bumped. Customer also reported the drive support was sticking out. Customer was already using a new insulin pump. The insulin pump will be returning for analysis.